Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. Prior to the procedure, the ligation bands were entangled and could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h2 additional information: block b5 (describe event or problem), e1 (initial reporter address, initial reporter address 2, initial reporter city, initial reporter zip/post code). Block h6: medical device problem code a050501 captures the reportable issue of bands unable to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. Prior to the procedure, the ligation bands were entangled and could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on january 7, 2022. It was reported that there was no difficulty experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6). 2021. Prior to the procedure, the ligation bands were entangled and could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on january 7, 2022*** it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: medical device problem code (B)(6). Captures the reportable issue of bands unable to deploy. Block h10: the returned speedband superview super 7 (only the ligator head) was analyzed, and a visual evaluation noted that there were five bands attached in the ligator head and some had moved from their original position and overlapped. The ligator head teeth were found bent/damaged. No other problems with the device were noted. The reported event of bands could not be deployed was confirmed. Upon analysis, it was found that the ligator head had five bands attached and some had moved from their original positions and overlapped. The ligator head teeth were also bent/damaged. It is possible that some knots along the suture thread got dislocated from the teeth on the ligator head and this could have happened due to user manipulation during preparation, some technique performed during procedure and/or even anatomical factors contributed as well. Once some knots got dislocated, the suture thread would have encountered difficulties releasing the bands, which may have caused some bands got overlapped within each other. It is most likely that these difficulties encountered during the release of the bands may have caused the damage/bend on the ligator head teeth. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.